Event description:
Event description guidant received information that this implantable lead fractured due to clavicular-first rib entrapment (cfr). The physician reported that this is the third case of lead fracture due to cfr for this patient in 10 years. He suspects it is due to the patients anatomy (small area between the clavicle and first rib). No allegation was made against the leads functionality.